Manufacturer narrative:
Product analysis #: 703406485: analysis information -- (B)(6) 2019 07:07:32 cst pli# 10 product ID#: 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in 2017. Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. The pump was returned, and analysis found a gear train anomaly in which there corrosion and-or wear and-or lubrication of the motor and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.